Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their blood glucose was above 500 mg/dl. The patient was hospitalized on (B)(6) 2017 due to high blood glucose values and a light heart attack. By the time the customer was admitted, their blood glucose exceeded 600 mg/dl. The hospital staff also noted that the patient's enzymes and sodium levels were too high. The patient was not wearing the insulin pump at the time of hospitalization; the customer was off of the device for less than 48 hours. The customer had been vomiting. While the customer vomited, they dropped the insulin pump and damaged the reservoir compartment. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump passed functional testings including displacement test, rewind, basic occlusion test, occlusion test, prime test and excessive no delivery test. The insulin pump was received with normal operating currents and no unexpected off no power alarm or low battery alarm noted. The insulin pump passed the delivery accuracy test. The insulin pump was received with cracked reservoir tube lip, cracked case at display window corner and minor scratched lcd window. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.